Event description:
It was reported that the ventilator generated a technical error that indicates an "open safety valve". There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was reported for triggering a technical alarm implying that the safety valve was not closing when expected to. The customer did not request service on the ventilator. No investigation has been performed on the ventilator. No parts or device logs have been returned. The reported failure indicating that the safety valve is not in its predetermined state (closed) may lead to stop of ventilation. Appearance of this failure will be noticed by the user by generated high priority alarms and a technical error code. If present, the fault will be detected during pre-use check. Since no parts were received for investigation the root cause cannot be determined. H3 other text : no service call was dispatched from customer/device owner.

Event description:
Manufacturer ref (B)(4).